Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional confirmed "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional confirmed "rupture". Healthcare professional later reported "hole, non-specific." This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening also observed an opening assessed as surgical damage. As per the investigation procedures non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported ¿deflation¿. Later healthcare professional confirmed "rupture". This record is for the left side. Device was explanted and replaced.